Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, extracapsular rupture.

Event description:
Patient reported right side rupture. Patient later reported "wavy contours" and "extracapsular rupture." The event of "ecomixed nodular image" was not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, d6(b), h6.

Event description:
Healthcare professional reported the device has been explanted.